Event description:
A physician reported that cutting failure of the cutter occurred during the use on twenty thousand cuts per minute during vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened probes were received, with tip protectors, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Inner cutter was observed to be bent. Gouge marks observed at one location on the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm that the returned probe sample1 had a cut failure, the evaluation indicates the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. A potential contributing factor for the actuation failure is the bent inner cutter. How and when the inner cutter became bent cannot be determined; however, a manufacturing related root cause cannot be ruled out. The returned sample 2 was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed on returned probe sample 2 and a root cause cannot be determined for the complaint as described by the customer. A non-conformance investigation was initiated related to the bent inner cutter. No additional actions have been taken by the manufacturing site as the reported cut failure was not confirmed on returned probe sample 1 and returned probe sample 2 was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.